Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 242 (mg/dl). Reportedly, customer believes that their elevated bg level was caused by eating a meat with a high fat content. Customer administered a correction bolus with the pump to treat bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump.